Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 281 mg/dl. The customer was uncertain of the suspected cause. The customer had not performed any actions to address bg level. During a system check with tandem technical support, a small air bubble was identified in the luer lock. The customer successfully primed out the air bubble and resumed insulin. Reportedly, the customer's bg level had stabilized at 155 mg/dl.